Manufacturer narrative:
The serial number of the cobas e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 23.3 ng/l and it repeated as 14.4 ng/l.

Manufacturer narrative:
Calibration signals from (B)(6)2023 were within expectations. Quality controls were within range on the day of the event. A general malfunction of the assay could be excluded. The alarm trace from (B)(6)2023 to (B)(6)2023 showed 52 sample related alarms, most of them being abnormal aspiration alarms. One sample clot alarm occurred on the day of the event. The trace showed 14 alarms indicating controls were outside of range. Also, a recommendation to wash the sipper flow path was ignored for several hours. The field service engineer checked the pre-wash station and exchanged valves. Performance testing was run and it was fine. No further issues have occurred since these actions were performed. The investigation could not identify a product problem. The cause of the event could not be determined.